Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while lying on the couch at rest. Review of the data found two inappropriate shock deliveries and several untreated episodes. X-ray images were taken and initial review did not show any signs of an electrode impairment. Muscle noise is seen during testing and manipulation of the s-ICD reproduced other noise different than myopotentials. The patient was hospitalized and therapy programmed off in the device. The stored episodes and x-rays were sent into technical services (ts) for review. Upon review ts noted that non-physiological noise and a sudden decrease in signal amplitude caused oversensing leading to the inappropriate shocks on the primary sensing vector. Ts discussed that their review of the x-ray images was unable to evaluate electrode integrity, thus they recommended replacement of the complete system unless visual inspection of the electrode did not clearly indicate an issue. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects have been reported.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while lying on the couch at rest. Review of the data found two inappropriate shock deliveries and several untreated episodes. X-ray images were taken and initial review did not show any signs of an electrode impairment. Muscle noise is seen during testing and manipulation of the s-ICD reproduced other noise different than myopotentials. The patient was hospitalized and therapy programmed off in the device. The stored episodes and x-rays were sent into technical services (ts) for review. Upon review ts noted that non-physiological noise and a sudden decrease in signal amplitude caused oversensing leading to the inappropriate shocks on the primary sensing vector. Ts discussed that their review of the x-ray images was unable to evaluate electrode integrity, thus they recommended replacement of the complete system unless visual inspection of the electrode did not clearly indicate an issue. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects have been reported. The electrode was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. An x-ray was performed, and no issues were noted. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.